Manufacturer narrative:
On 14-jan-2022, the investigation on the suspected medical device was updated. Investigation summary (update): lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jul-2021, the suspected medical device was returned for evaluation. On 2-aug-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis was performed. Only the patch part of the device was returned. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 500cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. MRI performed on unspecified date indicated bilateral rupture. The diagnosis was confirmed based on the MRI result. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 9-dec-2021, mentor received additional information regarding the procedure and the patient's symptoms. Initially, the procedure was reported as primary breast augmentation. However, additional information revealed that the procedure was revision breast augmentation. MRI was performed on (B)(6) 2021. The result indicated bilateral rupture and left-sided lymphadenopathy. Updated reason for device explant and/or reoperation: rupture, lymphadenopathy. Manufacturer's reference number: (B)(4).